Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the reported malfunction was not confirmed. However, the following reportable malfunction was identified during the device evaluation: incomplete seal cycle error. Based on the results of the investigation, a root cause for the customer reported malfunction could not be identified. Based on the results of the investigation, it is likely the malfunction identified during the device evaluation was due to component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the powerseal would not operate after connecting to the stms. The event occurred during a therapeutic myomectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.